Event description:
It was reported that during an animal lab, the device would not transect the vessel. It only coagulated a little. The device was put back on the vessel, but still did not transect and caused bleeding.